Event description:
Pushbutton not moving, returned to zero, but the pen could not deliver [device malfunction] (incorrect dose administered by device]), [blood glucose increased]). This serious spontaneous case reported by a consumer from (B)(6), concerns a female patient (born on (B)(6)) with type 2 diabetes mellitus, who was treated with novolin n penfill (long acting insulin human) and novopen 4 (insulin delivery device) and experienced "glycaemia reached 350 mg/dl" and reported "pushbutton not moving, returned to zero, but the pen could not deliver" and "novopen 4 is not delivering the correct dose of insulin" beginning on an unk date. Pt's height: 165 cm. Medical history includes type 2 diabetes mellitus (diagnosed 2 years ago). The pt had reportedly been taking novolin n penfill (drug use on-going) with novopen 4 from (B)(6) 2014. It was reported that novopen 4 was not delivering the correct dose of insulin. The pushbutton was not moving. Patient believes that the piston rod was defective. The pt was using only one penfill. The flow verification test was performed, the push button returned to zero, but the pen could not deliver. The pt also uses novofine. Due to this reason, patient's glycaemia reached 350 mg/dl and she was hospitalized (for 12 hours) to normalize blood glucose level. It was informed that at the hospital pt was given novorapid (fast acting insulin aspart) (reported as rapid acting insulin). Pt's glycaemia is always above 200 mg/dl. Action taken to novolin n penfill was not reported. The overall outcome of events was not reported. This case was re-classified from non-serious to serious on (B)(6) 2014 as the case was made medically significant by advisors.